Manufacturer narrative:
Ali darwich, johannes vogel, franz-joseph dally, svetlana hetjens, sascha gravius, christoph faymonville & frederic bludau (2022): cervical vertebral body replacement using a modern in situ expandable and angulable corpectomy cage system: early clinical and radiological outcome, british journal of neurosurgery, doi: 10.1080/02688697.2022.2054946. Device location is unknown.

Event description:
The article 'cervical vertebral body replacement using a modern in situ expandable and angulable corpectomy cage system: early clinical and radiological outcome' in british journal of neurosurgery (2022) was reviewed. Forty-two consecutive patients underwent a single or multilevel cervical vbr procedure between april 2018 and december 2020 were included in the study and retrospectively evaluated. Mean age of the included patients was 59.5 years (with a range of 14 to 86 years). Of the 42 patients, 22 were female and 20 were male. Indication for surgery was trauma, tumour, degeneration, and spondylodiscitis. There were no exclusion criteria. Patients were implanted with capri small cervical expandable corpectomy cages and pyrenees cervical plates. One patient experienced anterior plate displacement which was asymptomatic and did not require revision surgery and one patient experienced anterior pyrenees plate displacement which did require surgical revision. This report captures the anterior pyrenees plate displacement which required revision surgery.

Event description:
The article 'cervical vertebral body replacement using a modern in situ expandable and angulable corpectomy cage system: early clinical and radiological outcome' in british journal of neurosurgery (2022) was reviewed. Forty-two consecutive patients underwent a single or multilevel cervical vbr procedure between (B)(6) 2018 and (B)(6) 2020 were included in the study and retrospectively evaluated. Mean age of the included patients was 59.5 years (with a range of 14 to 86 years). Of the 42 patients, 22 were female and 20 were male. Indication for surgery was trauma, tumour, degeneration, and spondylodiscitis. There were no exclusion criteria. Patients were implanted with capri small cervical expandable corpectomy cages and pyrenees cervical plates. One patient experienced anterior plate displacement which was asymptomatic and did not require revision surgery and one patient experienced anterior pyrenees plate displacement which did require surgical revision. This report captures the anterior pyrenees plate displacement which required revision surgery.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.